Event description:
It was reported that during a da vinci-assisted surgical procedure that a recoverable fault occurred against arm 2. The intuitive tech support engineer (tse) reviewed the system logs and found error 31199 against arm 2. The tse advised that the system needed to be serviced, and that the arm 2 fault could return. The surgeon continued with the procedure robotically. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned expected. The usm was then installed onto a pftp where the fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fibers. Once testing was completed, the clock-spring, parallelogram, and rolling loop fibers were aba tested and were verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the clock-spring, parallelogram, and rolling loop fibers assemblies are found to be the root cause of the reported event.